Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4 (expiration date) and h4. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 23mm bioprosthetic aortic valve, implanted approximately for nine (9) years and six (6) months, was explanted due to degeneration leading to stenosis and regurgitation. The explanted device was replaced with a 23mm valve. Per medical records, this involved a patient who presented with dysfunction with combined stenosis and regurgitation, asymmetric septal hypertrophy, severe mitral valve insufficiency, atrial fibrillation. He underwent avr, mvr, and left atrial maze. The aortic valve had at least moderate insufficiency and moderate to severe obstruction, although some of this obstruction was subaortic. The mitral valve was somewhat myxomatous, however the leaflets seemed relatively intact. Also, there was mild to moderate tricuspid valve insufficiency. A 34mm mitral ring was implanted and was competent except for small trace residual central leak. A 23mm bioprosthetic aortic valve was explanted and replaced with a 23mm valve using ethibond sutures. Echocardiogram revealed significantly improved gradient and well functioning and well seated aortic valve with no leak. Patient was weaned from cpb and transferred to cardiac surgical ICU in stable condition. The patient was discharged on pod #8 in stable condition.